Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, this right ventricular (rv) lead exhibited loss of capture (loc) and sensing. When the physician tried to repositioned the lead, helix extension/retraction issues were encountered. This rv lead was then successfully exchange. No adverse patient effects were reported. This lead is expected to be return.